Event description:
On (B)(6) 2013, the patient contacted animas, alleging vibration (no vibration) issue. The audio tone was reportedly working. Customer support (cs) had the patient perform an air bolus and the vibratory feature was not working on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/28/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump was powered on and audio and vibration alerts were received. During testing, the audible and vibration warning features were found to be fully functional. The pump was opened and no defect was found on the vibration and electrical circuit components. The reported issue of no vibratory alarm function was not duplicated during the investigation.